Event description:
The user facility reported that a tr band failed to achieve hemostasis during a procedure. The device was changed out for a new one which functioned properly. No additional details have been provided by the user facility.

Manufacturer narrative:
Although an estimated volume is not available, the event description indicates that some blood loss did occur as a result of the reported event. The involved device was returned and evaluated. Visual inspection upon receipt found that the tube leading to the main body of the device had been cut at approximately 16mm from the distal end of the pressure confirmation balloon. This damage is not considered to have any relationship with this complaint. However, in order to conduct a thorough evaluation, a plastic cannula was inserted into the tube. The balloons were injected with air and a leak test was performed. No leaks were found. The air injection port and valve were thoroughly inspected and found to have no deformation or adhesion of any foreign substance nor were there any anomalies found. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The device labeling does address the potential for such an event in the precautions section of the instructions-for-use by statements including: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event in section . The date of event was initially reported as (B)(6) 2014. The date of event for this complaint is (B)(6) 2014.